Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that during the cuff test, the air from the tracheal balloon was not deflated completely. There was no patient involvement.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that during the cuff test, the air from the tracheal balloon was not deflated completely. There was no patient involvement.